Event description:
The customer contact reported the device alarmed with a 09/001 (backwards motor) service alarm. On an unspecified date and time the device was programmed to deliver an unspecified chemotherapeutic medication, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported the device alarmed with a 09/001 service alarm. The device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Initially the device passed testing. Further testing found the device did not pass the check back movement test. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.